Event description:
A low readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 50 mg/dl compared to a reading of 147 mg/dl obtained on a competitor brand device. Customer experienced loss of consciousness, however, was able to self-treat with an unspecified treatment once consciousness was regained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00cyr3fr has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly with no physical damage observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, a cracked sensor neck was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.